Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years 2 months post implant of this bioprosthetic aortic root valve, the leaflets were explanted and a mechanical valve was placed inside the remaining portion of the bioprosthetic root. It was reported that due to calcification of the aortic root, there was a leaflet tear, resulting in insufficiency. The explanted leaflets looked "normal". No adverse patient effects were reported.